Event description:
It was reported that the ac power adapter of the patient transmitter had exhibited signs of electrical damage following a power surge caused by a lightning strike. The unit was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.